Manufacturer narrative:
Investigation findings: the microchoice high speed drill was received for evaluation. During testing, the device operated in safe mode related to cast stator assembly failure. Further investigation noted this unit was last repaired in dec 2002. The instruction manual for this handpiece informs the user of the recommended service interval of every six months. Conmed linvatec will continue to monitor this product for this failure mode. The customer will be contacted with add'l info regarding this product.

Event description:
This customer returned this handpiece with a request for service. There was no report of injury or surgical delay associated with use of this drill.